Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleging ds2 shutting off after turning on. There was no report or medical intervention. Evaluation notes customer complaint reproduced and burnt pca. The device was scrapped. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up will be filed.